Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, high purge pressure over 1000 mmhg was noted. Purge system was checked several times. There were no kinks. Glucose g5. It was recommended to observe motor current and to change the pump as soon as possible. Discovery of lung cancer led to family¿s decision to withdraw care, and the patient eventually expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product or data logs were returned for evaluation. Clinical details noted that in attempt to resolve high purge pressure, 12,000iu of heparin was added to the purge instead of tissue plasminogen activator (tpa), which did not resolve issue. The root cause of the high purge pressure cannot be determined as no product or logs were returned for evaluation. Added: h6 impact code 4644 corrections to the initial MFR report: b5: statement "use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical." Should have been "the patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was found that use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical."